Manufacturer narrative:
Investigation summary- this memo is to summarize findings on the complaint related to kit gram stain stabilized, catalog number 212539, batch number unknown, complaint # (B)(4) for solution appearance. Components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. A review of the batch history record could not be completed as no lot number was provided. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no trends for this product. No returns or photos were provided. Unable to test retentions as no batch number was provided. The customer reported there was a precipitate in the product. This complaint cannot be confirmed based on the information provided. Waters will continue to trend on performance complaints and assess product intended uses against regulatory requirements.

Event description:
It was reported while using one (1) bd bbl¿ gram stain kit, there was precipitate present affecting the user's ability to distinguish precipitate from organism. There was no health impact or consequence reported.

Event description:
It was reported while using one (1) bd bbl¿ gram stain kit, there was precipitate present affecting the user's ability to distinguish precipitate from organism. There was no health impact or consequence reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.